Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek catheter noted blood visible on the tightly folded balloon and hypotube, consistent with the catheter being advanced into the patient anatomy. The hypotube was separated 17.5 centimeters (cm) distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There were multiple kinks in the shaft 7 cm distal to the guide wire exit notch, for a length of 3.4 cm. There was a kink in the hypotube 1.2 cm proximal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it was reported the separation was noted during retraction of the catheter from the patient anatomy. There was no damage or kinks noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the catheter was inadvertently handled during the procedure, resulting in the hypotube kinking and further manipulation would have contributed to a separation at the kink location. Additional handling during packing for return analysis likely contributed to the other noted kinks in the catheter. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for hypotube separations. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the lesion was located in the right coronary artery (rca) with moderate calcification at the ostium and previously placed unspecified stents from a prior procedure. Pre-dilatation was unsuccessful with several unspecified balloons. The 2.5 x 15 mm rx trek balloon was advanced and pre-dilatation was performed with this balloon. During retraction, the proximal shaft separated at a point outside the anatomy. No resistance was reported with the guiding catheter or guide wire during removal. No adverse patient effects were reported. No additional information was provided.